Event description:
Inability to weight bear [weight bearing difficulty]. Severe pain in left knee/awful flare to injection [injection site joint pain]. Case narrative: initial information received on 05-mar-2025 regarding an unsolicited non-valid serious case received from a physician. The case became valid upon receipt of follow up information on 18-mar-2025. This case is linked to (B)(4) (same reporter). This case involves a 44-year-old female patient who had severe pain in left knee/awful flare to injection and inability to weight bear after being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, vaccination(s), concomitant medication(s) and family history were not provided. The patient had unspecified treatments in the past with good success. On (B)(6) 2025, the patient started taking hylan g-f 20, sodium hyaluronate (strength: 16 mg/ 2ml), lateral injection in the left bent knee via intra-articular route (dose: unknown) once for osteoarthritis. It was reported that patient had severe reactions to the synvisc. The patient had severe pain and inability to weight bear (injection site joint pain and weight bearing difficulty) (onset: (B)(6) 2025 and latency: same day) also reported as awful flare to injection (batch number: drsp021b and expiry date: 30-sep-2026) due to which patient was hospitalized on (B)(6) 2025. It was reported that the most recent severe reaction had been very severe and resulted in two hospital visits, and she had to cancel her upcoming trip resulting in large financial costs for her. The patient was discharged on (B)(6) 2025. The patient received treatment with celecoxib for 10 days. Action taken: unknown for the events. Corrective treatment: celecoxib for injection site joint pain and not reported for weight bearing difficulty. Outcome: recovered on an unknown date in (B)(6) 2025 for both the events. Seriousness criteria: hospitalization for both the events. A product technical complaint (ptc) was initiated on 06-mar-2025 for synvisc (lot/batch number: drsp021b, expiry date: 30-sep-2026) with global ptc number: (B)(4). The ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Batch number drsp021b, synvisc was manufactured for canada on 09oct2023 with expiration date of 30sep2026 yielding 5100 kits. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there are two (2) complaints for lot drsp021 and all related sublots. (B)(4). Drsp021b other adverse reaction nos. (B)(6) drsp021b other adverse reaction nos. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) is required. The final investigation was completed on 20-mar-2025 with summarized conclusion as no assessment possible. Additional information was received on 18-mar-2025 from physician. Based on the information received the case was initially assessed as non-valid was upgraded to valid. Events of injection site joint pain and weight bearing difficulty were added. Clinical course was updated and text amended accordingly. Based on data previously received, the following information has been amended: ptc results were added.

Event description:
Inability to weight bear [weight bearing difficulty]. Severe pain in left knee/awful flare to injection [injection site joint pain]. Case narrative: initial information received on 05-mar-2025 regarding an unsolicited non-valid serious case received from a physician. The case became valid upon receipt of follow up information on 18-mar-2025. This case is linked to (B)(4) (same reporter). This case involves a 44-year-old female patient who had severe pain in left knee/awful flare to injection and inability to weight bear after being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, vaccination(s), concomitant medication(s) and family history were not provided. The patient had unspecified treatments in the past with good success. On (B)(6) 2025, the patient started taking hylan g-f 20, sodium hyaluronate (strength: 16 mg/ 2ml), lateral injection in the left bent knee via intra-articular route (dose: unknown) once for osteoarthritis. It was reported that patient had severe reactions to the synvisc. The patient had severe pain and inability to weight bear (injection site joint pain and weight bearing difficulty) (onset: on (B)(6) 2025 and latency: same day) also reported as awful flare to injection (batch number: drsp021b and expiry date: sep-2026) due to which patient was hospitalized on (B)(6) 2025. It was reported that the most recent severe reaction had been very severe and resulted in two hospital visits, and she had to cancel her upcoming trip resulting in large financial costs for her. The patient was discharged on (B)(6) 2025. The patient received treatment with celecoxib for 10 days. Action taken: unknown for the events. Corrective treatment: celecoxib for injection site joint pain and not reported for weight bearing difficulty. Outcome: recovered on an unknown date on (B)(6) 2025 for both the events. Seriousness criteria: hospitalization for both the events. A product technical complaint (ptc) was initiated on 06-mar-2025 for synvisc (batch number: drsp021b and expiry date: sep-2026) with global ptc number: (B)(4). The sample status of the ptc was not available and the ptc was set in process. Additional information was received on 18-mar-2025, from physician. Based on the information received the case was initially assessed as non-valid was upgraded to valid. Events of injection site joint pain and weight bearing difficulty were added. Clinical course was updated and text amended accordingly.

Event description:
Inability to weight bear [weight bearing difficulty]. Severe pain in left knee/awful flare to injection [injection site joint pain]. Case narrative: initial information received on 05-mar-2025 regarding an unsolicited non-valid serious case received from a physician. The case became valid upon receipt of follow up information on 18-mar-2025. This case is linked to (B)(4) (same reporter). This case involves a 44-year-old female patient who had severe pain in left knee/awful flare to injection and inability to weight bear after being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, vaccination(s), concomitant medication(s) and family history were not provided. The patient had unspecified treatments in the past with good success. On (B)(6) 2025, the patient started taking hylan g-f 20, sodium hyaluronate (strength: 16 mg/ 2ml), lateral injection in the left bent knee via intra-articular route (dose: unknown) once for osteoarthritis. It was reported that patient had severe reactions to the synvisc. The patient had severe pain and inability to weight bear (injection site joint pain and weight bearing difficulty) (onset: 06-feb-2025 and latency: same day) also reported as awful flare to injection (batch number: drsp021b and expiry date: 30-sep-2026) due to which patient was hospitalized on (B)(6) 2025. It was reported that the most recent severe reaction had been very severe and resulted in two hospital visits, and she had to cancel her upcoming trip resulting in large financial costs for her. The patient was discharged on (B)(6) 2025. The patient received treatment with celecoxib for 10 days. Action taken: unknown for the events. Corrective treatment: celecoxib for injection site joint pain and not reported for weight bearing difficulty. Outcome: recovered on an unknown date in (B)(6) 2025 for both the events. Seriousness criteria: hospitalization and intervention (medication) required for both the events. A product technical complaint (ptc) was initiated on (B)(6) 2025 for synvisc (lot/batch number: drsp021b, expiry date: 30-sep-2026) with global ptc number: (B)(4). The ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Batch number drsp021b, synvisc was manufactured for canada on (B)(6) 2023 with expiration date of 30sep2026 yielding 5100 kits. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there are two (2) complaints for lot drsp021 and all related sublots. (B)(4) other adverse reaction nos (not otherwise specified). (B)(4) other adverse reaction nos. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis complaint handling to determine if a CAPA (corrective action and preventive action) was required. The final investigation was completed on (B)(6) 2025 with summarized conclusion as no assessment possible. Additional information was received on 18-mar-2025 from physician. Based on the information received the case was initially assessed as non-valid was upgraded to valid. Events of injection site joint pain and weight bearing difficulty were added. Clinical course was updated and text amended accordingly. Based on data previously received, the following information has been amended: ptc results were added. Additional information was received on 14-apr-2025 from quality department. Ptc investigation completion date was updated. Text amended accordingly.